Event description:
It was reported that during pt use the device would not deliver therapy. The customer indicated that the incident happened at the cath lab and there was a back-up device available immediately. There was no compromise to pt care and no adverse event as a result of this failure.

Manufacturer narrative:
(B) (4). The customer indicated that they have replaced the device's therapy cable and then placed the device back into service. The device has not been returned to physio-control for eval. Further root cause of the reported failure cannot be determined.